Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts will be made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any holes noticed in packaging? Was the product properly sealed? Please provide storage conditions.

Event description:
It was reported that a patient underwent a bariatric procedure on (B)(6)2017 and suture was used. During the procedure, the suture fell to pieces by touching it. The suture was not used on the patient. There were no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: were there any holes noticed in packaging? No. Was the product properly sealed? No. Please provide storage conditions they are stored on a suture shelf, it does not give them light directly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You replied: was the product properly sealed? No. Please explain if the product was not properly sealed. Or was this answered in error?